Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was gotten the update information from the user about the situation at the time of the reported phenomenon occurrence as follows: [(B)(6) 2021]. The subject device had been used for two cases of the esophageal stenting and the endoscopic submucosal dissection (esd). [(B)(6) 2021]. The subject device had been suspended in the storage after reprocessing with olympus automated endoscope reprocessor model oer-5 (not available in the USA) and not been used after reprocessing. And then the subject device had been sent to omsc. Omsc was received the subject device and found followings: [investigation result] it was confirmed that the air/water channel was clogged with red foreign matter. Regarding the duplicating test, since it was possible that it is blood from the following component analysis results, it was not possible to consider combining the air/water valve and air/water channel cleaning adapter owned by omsc from the viewpoint of safety and health, and it could not be confirmed. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] when it was checked the appearance of the subject device, it was confirmed that red foreign matter had adhered to the tip of distal end of the subject device and the air/water cylinder of the subject device. A protein was detected when the components were analyzed together with the foreign matter sent. Although it could not be specified, the results of component analysis suggested that it might have been derived from human (blood), bacteria, or protein-based drugs used in the surrounding area. In addition, when the subject device was disassembled, the same red foreign matter was found in each of the air/water channel, air supply channel, and water supply channel. In particular, the air supply channel was clogged with a lot of foreign matter. Therefore, it was determined that the reported phenomenon that the air could not be flow has occurred. As for the cause of the foreign matter clogging the air/water channel, it was presumed that the body fluid flowed back inside the pipeline because the foreign matter had adhered to the air/water cylinder. Moreover, based on the additional timeline information from the user facility, the regurgitated body fluid dried and stuck in the air/water channel because it had been stored for more than a week from the previous case until the subject device was used and then it might have occurred the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc. Omsc checked the subject device for evaluation and it was found the followings; [the confirmation result for the reported phenomenon] as a result of checking the subject device, since a large amount of red stains such as blood adhered to the distal end and cylinder part, omsc decided that it could not do combination test with omsc equipment (the air/water valve) from the aspect of safety and health. [Other confirmation results of the subject device] it was found the following results with the visual inspection. There was dirt on the distal end. There was dirt on the air/water cylinder. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
A poor air supply occurred during the pre-use inspection of the gif-h290t, so when the reprocess was performed again with oer-5, a string-like foreign substance came out from the tip of the nozzle. When the third reprocess was carried out, red-black foreign matter came out from the tip of the nozzle this time. Even if the fourth reprocess is performed, the poor air supply will not be resolved, so please investigate the cause of the problem. In addition, I would like to ask you to also analyze the components of the foreign substances that have come out. No health hazard has occurred due to this defect.